Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the generator to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the generator involved with this complaint and completed the device evaluation. Failure analysis of the generator confirmed and reproduced the issue confirming a component failure.

Event description:
It was reported that during da vinci-assisted inguinal hernia surgical procedure, site contacted intuitive technical support engineer (tse) to report that they were not getting monopolar or bipolar energy activation from the integrated electrosurgical unit (iesu) erbe viodv generator and prior to calling they had power cycled the generator, replaced monopolar and bipolar energy cables and used both top and bottom energy ports for monopolar and bipolar with no change. No related errors were found in system logs upon review. Tse walked caller through power cycle of the system and generator together. Generator powered on with error code c-33. Tse walked caller through disconnection of the generator for approximately 30 seconds and reconnection with no change. A force triad generator was used and now bipolar and monopolar energy was delivering energy. The procedure was completed with no reported injury.